Event description:
It was reported that a recent review of post-operative chest x-ray showed fluid in the lungs. A decision was made to treat the patient for hypervolemia with intravenous lasix. No further information was reported.